Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing of noise. It was noted that the lead is programmed to sense in integrated bipolar due to very small r-waves when in true bipolar configuration. The pace/sense portion was replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 6 nsts w/ v-v intervals <(><<)>220 ms on (B)(4) 2015. 44 v-sic on (B)(4) 2015. Chronic r-waves ~2.4mv. Lead failure predictor triggered on (B)(4) 2015 for v-sics and nsts. Additional non-physiologic episodes recorded between (B)(4) 2015. Lead failure predictor triggered again on (B)(4) 2015 for v-sics and nsts. (B)(4).